Manufacturer narrative:
Contaminant matter was discovered inside the cannula of an instrument in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2024-0027 has been opened to address this issue.

Event description:
As instruments were unpacked by spd, two instruments were seen to be contaminated. The stem impactor had apparent human bone fragments stuck inside the threading of the central column. Additionally, the drill guide sheath had rust or another contaminant inside the cannula. The result was a 2-hour surgical delay as the instruments were washed twice in succession to make sure they were thoroughly cleaned. CAPA 2024-0027 has been opened to address this issue.